Event description:
The account alleged when brakes are set at the foot end, and he moves the bed side to side, he hears ratcheting but the bed still stays in brake mode.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.